Event description:
The customer reported that the septum of the reservoir had two holes and insulin was leaking. No further info was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-87203. Mfg. Report 2 of 2, medwatch report # 2032227-2012-05800.